Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to vision problem. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. At the time of the report, the patient was not recovered from the event. Forty two days after event onset, antibiotic treatment was stopped, pd therapy was discontinued and the patient was switched to hemodialysis due to the event. No additional information is available.